Event description:
A user facility technician reported that an unintended additional 1.5 kg unltrafilration (uf) weight was removed during a patient treatment on a system 1000 hemodialysis device. It was reported that the excess uf removal caused the patient to "crash". As a result, the patient was administered 500 ml of normal saline. The patient recovered and there was no patient injury or hospitalization associated with the incident.